Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Hsc reviewed the sample aspiration and observed atypical pressure readings for sample ID (B)(6). Calibration and quality control results were within the customer's expected ranges and no issues were noted with other patient samples indicating that the dimension exl 200 system and tnih assay were performing acceptably. Repeat of the same sample yielded the expected result. The system is fully operational. A potential product problem was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was reported to the physician(s). The same sample was reprocessed on the same dimension exl 200 system and a higher tnih result, considered correct, was obtained. The higher reprocessed result was consistent with another sample result, which was drawn earlier on the same date from the same patient and processed on the same dimension exl 200 system. A corrected report was issued. There are no known reports of adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) result.